Event description:
It was reported while attempting to load a patient into the ambulance, the stretcher lost power and the manual release was also not able to be utilized. A back up unit was called to complete the patient transport. Afterward, the subject stretcher began working properly again. There were no reports of injury or adverse effects associated with the reported issue.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. All functions of the stretcher were checked and the loading/unloading process was tested extensively but the reported intermittent issue could not be duplicated. There were no observations that would have contributed to the reported issue. A pm was completed on the stretcher and it was returned to service.

Event description:
It was reported while attempting to load a patient into the ambulance, the stretcher lost power and the manual release was also not able to be utilized. A back up unit was called to complete the patient transport. Afterward, the subject stretcher began working properly again. There were no reports of injury or adverse effects associated with the reported issue.